Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019 manufacturer's product support engineer (pse) evaluated the unit and confirmed the unit would not power on. The pse replaced the unit's power overlay and power supply to resolve the reported issue. The unit was tested and passed. The unit was ready for service.

Event description:
The customer contacted philips technical support (ts) stating that unit will not power on and keypad led(light emitting diode) was not working. The customer reported there was no patient involvement. The event date was not specified; estimate used.